Event description:
It was reported that an esophageal perforation occurred during an esophageal stent placement. While attempting to treat the perforation, the gastrointestinal videoscope image was lost. The physician switched to a non-olympus tower to continue the procedure. Surgical glue was applied to the perforation site, and the esophageal stent was placed and sutured in place. The patient was suspected of having abdominal compartment syndrome, and the patient underwent emergent bowel decompression. Non-olympus equipment was used to regulate the patient's temperature. The physician also inserted a syringe into the patient's abdomen for decompression. The patient was initially under sedation and was switched to general anesthesia with propofol when the device issues occurred. The procedure was delayed approximately 90 minutes due to troubleshooting and equipment switch. Following the procedure, the patient remained intubated and was subsequently transferred to the intensive care unit. According to the most recent update, the patient was downgraded to floor status and was taking clear liquids.